Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from the connection between the supply bag and the line, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of five. The patient was connected at the time of the alarm. The patient stated that one of the solution bags looked like it was leaking, so they disconnected the bag and connected a new bag. The leak was coming from the connection between the solution bag and the tubing. The patient did not inspect the bags or cassettes to see if there was damage. The technical service representative (tsr) explained the alarm and assisted in ending therapy. The tsr advised them not to connect a new bag during therapy and to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.